Event description:
The doctor was performing a lap gastric bypass and received a solid tone from the instrument in the middle of the resection. This was followed by an error 5 instrument error. The doctor swapped the device with another same device and completed the case with no patient consequence. After the case, the sales rep was testing the handpiece with a test tip and received an error 5 instrument error. The sales rep retorqued the test tip and tested the handpiece several more times and received the same error 5 instrumental error.